Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced a return of parkinsonian symptoms, trouble standing, and an inability to walk. The battery of the implantable neurostimulator was potentially low or depleted. A 'communicator not found' message appeared, and the patient reported losing the communicator charging cord, resulting in an inability to charge the communicator and connect to the deep brain stimulation implant. It was also noted that the deep brain stimulation system had not been checked for a while. The patient was directed to contact a medical provider or emergency room if symptoms worsened, and arrangements were made to send a replacement communicator charging cord. No patient complications have been reported as a result of this event. [See general text for omitted information].